Event description:
It was reported that during an unknown procedure, the clip did not form correctly when fed into the jaws. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Additional information: the analysis results of the er320 device found that it was received with jaws in the closed position with a clip caught between the top shroud and the jaws. The trigger was manually assisted in order to open the jaws without any difficulties noted. One scissored clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing no clips were being fed, therefore no functional testing could be performed due to the condition of the device. In order to inspect the condition of the internal components, the device was disassembled. Upon disassembling, the inner coupling was found disengaged from the former plate and the feeder plate leading the firing mechanism not to function as intended. However, it could not be determined what may have caused this condition. In addition, ten clips were found inside the tube. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: at what firing did the issue occur? First firing was the clip malformed? Yes ¿ scissoring was the clip not feeding into the jaws correctly? Feeding sideways or slow feeding or not completely feeding into the jaws of the device? Feed ok, but did not form properly - scissoring.